Event description:
Meter name: one touch basic enhanced. Strip name: lifescan one touch strips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: lightheaded. A pt reported they were unable to test on the meter. Their meter allegedly would only prompt not enough blood message. The result on their meter was 127mg/dl (unclear when the test was done.) There was no comparison. Treatment was unknown. Customer called their dr for advice.